Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had intermittent loss of capture due to insufficiently programmed lv safety margin resulting in ineffective cardiac resynchronization therapy pacing. The lead is still in use. No patient complications have been reported as a result of this event.